Manufacturer narrative:
The device involved in the reported incident is not expected to be rec'd for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that the vu apod prime, an anterior lumbar interbody fusion device, was implanted during a spinal surgery procedure. While impacting the awl for the second screw placement, the surgeon cracked the peek (peek-optima polymer). The crack appeared when the surgeon placed the second screw. He elected to remove the screw and leave the construct in place.